Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were returned for evaluation. Product testing was performed and no defect found. No meter testing required. The meters are not manufactured by, not manufactured for and not marketed by trividia health, inc. Most likely underlying root cause: mlc-055 user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: this complaint event took place outside of the united states (B)(6).

Event description:
Consumer reported complaint for low blood glucose test results. Complaint was submitted by sinocare on behalf of the customer. The customer is concerned with test results from result obtained of 4.9 mmol/l fasting; customer compared the result obtained of 4.9 mmol/l to result obtained from biochemistry analyser of 6.1 mmol/l. Customer had also performed fasting meter to meter comparison tests and had obtained result of 6.2 mmol/l using truemetrix go meter and 7.3 and 6.8 mmol/l using another device; and 5.4 mmol/l using truemetrix go meter and 6.6 and 6.9 mmol/l using another device. The customer did not report symptoms and no medical attention was reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 10/31/2021; storage conditions and the open vial date are unknown. The last five meter memory results were provided: (B)(6).